Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported he had issues with his pump and stopped using it and was not trying to use the meter. The customer reported blood glucose was 112mg/dl, 82mg/dl, and took 42g of food and was recommended a 2.2 bolus but at then blood glucose was 272mg/dl. Customer stated that his blood glucose was up to 400mg/dl yesterday due to the bolus not delivered. Customer stated that there are too many buttons to push on this pump and wants to go back to his 530 pump. Customer does not want to troubleshoot for high blood glucose as he knows his blood glucose was high due to the bolus not being delivered. The customer was advised that bolus not delivered can lead to high blood glucose. The insulin pump will not be returned for analysis.